Manufacturer narrative:
The following devices were also listed in this report: gmrs small femoral bushing; cat # 64952105; lot # lne116. Gmrs small femoral bushing; cat # 64952105; lot # lnk092. Gmrs small axle; cat # 64952115; lot # ctd138256. Mrhk tibial sleeve; cat # 64812140; lot # lna419. Mrhk bumper insert - neutral; cat # 64812130; lot # lna054. Mrh tib rot comp xs-xl; cat # 64812100; lot # 220071. Tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 1155343m. Gmrs dist fem comp sml r 65mm; cat # 64952020; lot # y4s3b. Mrh tib rot comp xs-xl; cat # 64812100; lot # 220027. Mrh tibial b/plt keel sml 2; cat # 64813111; lot # rsr7p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar event for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right knee. Patient revised due to infection. Replaced with a static nail spacer. No other information available due to the hospital policy.